Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The iliac vessels were reported to be very tortuous but not calcified. During the implant procedure, access was reported to be difficult. After deployment of the stent graft through a 22 french cook sheath, the distal 2 cm of the left iliac limb was found to be kinked. The patient's distal pulses were reported to be good at the conclusion of the procedure; however, approximately 4.5 hours post-procedure, the pulses decreased and the left iliac limb thrombosed. The fluoroscopy equipment was not working at the time; therefore, a femoral-femoral bypass was performed. No additional clinical sequelae were reported, and the patient is reported to be fine.